Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Results as follows: date: (B)(6) 2012; inratio2: 6.2; lab: 3.2. Date: (B)(6) 2012; inratio2: 5.7; lab: 3.4. Customer does not remember how long it was between inratio2 test and lab draw; customer stated it was a few hours. Pt's therapeutic range is 2.5-3.5.

Manufacturer narrative:
Per complaint, time of testing between inratio and reference is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012; inratio2: 6.2; ref: 3.2; mean: 4.70; confidence limits: 2.6 - 6.9. Date: (B)(6) 2012; inratio2: 5.7; ref: 3.4; mean: 4.55; confidence limits: 2.5-6.5. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed on reported lot number 254609. Test results as follows: donor: 106; inratio results: (2.3, 2.4, 2.3); reference: 2.40; bias threshold: (1.40-3.40); %cv: 2.47. Donor: 107; inratio results: (2.3, 2.4, 2.3); reference: 2.40; bias threshold: (1.40-3.40); %cv: 2.47. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Conclusion: analysis of client's data from inratio and reference method revealed that test results met accuracy criteria. Root cause could not be determined. No product was expected to be returned, in-house therapeutic sample testing with retain strips met accuracy and precision criteria. As reviewed on (B)(6) 2012, two hundred and sixty nine (269) discrepant result complaints were reported for lot number 254609 yielding a complaint rate of 0.1764%. Action threshold (>0.07%) has been reached. Strip lot in complaint has strip code (B)(4) which brick lot number 246555 was assigned and packaged into strip lots 254609 and 257062. Two hundred and eighty eight (288) total discrepant complaints have been reported for lot numbers 254609 and 257062 yielding a complaint rate of 0.058%. Due to this low occurrence rate, below the total complaint action threshold of 0.07%, corrective action is not required at this time. No corrective action required at this time as no product deficiency was established.